Event description:
According to the complaint, the customer reported discrepancy in calcium results measured on abl90 flex plus sn (B)(6). Based on comparison measurements from 4 patients, the customer considered the ca results measured on the abl90 flex plus analyzer as false low. The worst-case measurement discrepancies for each patient are listed below: patient #1: false low calcium (true 1.19 vs. Reported 0.73 mmol/l). Patient #2: false low calcium (true 0.90 vs. Reported 0.72 mmol/l). Patient #3: false low calcium (true 1.22 vs. Reported 0.76 mmol/l). Patient #4: false low calcium (true 1.26 vs. Reported 0.78 mmol/l). Outcomes for the 4 patients is described, but for three patients #1, #3 and #4, no adverse event related to the use of the radiometer device is reported. It was reported that patient #2 had neurological cardiac arrest and died. For patient #2 the symptoms presented, and in particular the occurrence of the three cardio circulatory arrests, had started before the start of the calcium refills initiated based on the reported false low ca results. The symptoms therefore appeared prior and not attributable to repeated injections of calcium. Follow-up #2 update: the customer confirms the outcome for patient #2 was unrelated to the use of the radiometer device. The investigations concluded that the root cause is use error hence the case is not reportable in the us.

Manufacturer narrative:
Radiometer investigation of the received datalogs has identified that the abl90 flex plus analyzer worked as intended, and the root cause of the discrepant low calcium measurements was preanalytical error due to a persistent clot present. The customer will be informed of the investigation results.

Event description:
According to the complaint, the customer reported discrepancy in calcium results measured on abl90 flex plus sn (B)(4). Based on comparison measurements from 4 patients, the customer considered the ca results measured on the abl90 flex plus analyzer as false low. The worst-case measurement discrepancies for each patient are listed below: patient #1: false low calcium (true 1.19 vs. Reported 0.73 mmol/l). Patient #2: false low calcium (true 0.90 vs. Reported 0.72 mmol/l). Patient #3: false low calcium (true 1.22 vs. Reported 0.76 mmol/l). Patient #4: false low calcium (true 1.26 vs. Reported 0.78 mmol/l). According to radiometer risk management documentation, the discrepancy reported for patient #1 could cause serious injury. Outcomes for the 4 patients is described, but for three patients #1, #3 and #4, no adverse event related to the use of the radiometer device is reported. It was reported, that patient #2 had neurological cardiac arrest and died. For patient #2 the symptoms presented, and in particular the occurrence of the three cardio circulatory arrests, had started before the start of the calcium refills initiated based on the reported false low ca results. The symptoms therefore appeared prior and not attributable to repeated injections of calcium. According to the customer, it is not formally possible to exclude the responsibility of hypercalcemia in the occurrence of death, but the hospital has initiated an internal investigation into the event. As it is currently not excluded that the measurements from the analyzer contributed to patient outcome (death) for patient #2, the case is considered reportable in the us.